Event description:
The customer reported that the system alarmed, when plugged in and could not be used.

Manufacturer narrative:
The ge service rep could not duplicate the problem. The system booted up normally. The ge service rep reseated all pcb's flashed system nodes and re-loaded the customer software and performed operational test with no problems noted. The system is operating as intended.